Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event ¿air in syringe - over infusion¿ could not be confirmed through laboratory testing and log review; the syringe was found delivering fluid within its specifications. An internal and external inspection of the suspect syringe module was performed, and no issues related to the reported event were found. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Per srd-1445, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. A bd 50 ml syringe with a volume of 49.5 ml was loaded into the incident syringe module. A basic test infusion was programmed with a rate of 5 ml/hr and vtbi = 49.5 ml as observed during the review of the syringe module event log. The infusion was completed successfully as expected after 9.9 hours of infusion. The facility reported an over infusion on 01nov2025 (time not provided). Review of syringe module logs showed no errors related to the reported issue. Primary infusion events: at 03:07 am: syringe module connected to unknown pou; infusion started (bd 50 ml, 18.63 ml, rate 2 ml/h, vtbi 18 ml). At 04:15 am: syringe volume changed to 61.29 ml; infusion restarted (rate 2 ml/h, vtbi 60.66 ml). From 07:13 am to 09:28 am: multiple infusion stops and restarts; repeated patient pressure events registered (total of 5 occurrences). At 09:28 am: syringe clamp opened; infusion restarted (rate changed to 5 ml/h, vtbi 55.46 ml); additional 6 patient pressure events registered; channel turned off. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported air in syringe - over infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing; the syringe module was found delivering fluid within its specifications. Note that this report lists imdrf annex a090202, g05005, c02, d0302, a040601, g04061, c070606, d02, a0509, g04070, a0401, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the air noticed in syringe with the same amount of volume missing. There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the air noticed in syringe with the same amount of volume missing. There was patient involvement, but no harm.